Event description:
The customer initially reported to olympus that the oes cystonephrofiberscope had no image. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the distal end.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was no image due to deposit on the light guide lens (image okay after cleaning). In addition to the foreign material on the distal end, the evaluation findings were as follows: the biopsy channel was deformed and a leak due to a perforation, the channel mount was deformed, the bending angulation were out of standard value the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the light guide lens could not be identified. The root cause of the issue was determined to be the result of insufficient device cleaning/reprocessing, as the device was returned to olympus without being reprocessed. The event may be prevented by following the instructions for use sections below: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.